Event description:
Review of device programming history identified that the generator has been disabled due to a burst watchdog timeout associated with the version 7.1 software. Investigation determined that a flaw within the programming software results in a longer than expected ramp up/ramp down periods associated with magnet stimulation at certain programmed parameters. The programming system software was upgraded as a result.